Manufacturer narrative:
(B)(4).other device used:catalog #00223200418, cable ready cerclage cable with crimp, lot #60946575.this report will be amended when our investigation is complete.

Event description:
It is reported a patient was revised due to metal hypersensitivity.

Manufacturer narrative:
The cables have reportedly been in vivo for approximately 6 years. A complaint history search found that this is the first complaint of this nature for any of the potential product lot numbers involved. Due to the product not being returned, this complaint cannot be confirmed, no product issue was identified, as well as no physical evaluation could be conducted. All of the potential device history records were reviewed and the records indicated that the parts met specifications at the time of manufacture. This product will be monitored for any adverse complaint trends. The cable is used for treatment.